Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. (B)(4). Physio-control evaluated the device but could not reproduce the reported issue. The reported issue was verified by reviewing the downloaded device data logs. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the display on the customer's device briefly lit up and then turned off again. The device would not complete a boot cycle. There was no patient use associated with the reported event.